Event description:
Pt complained of aches and pains, breast hardness, painful breasts, itching, chronic fatigue, swelling of hands and feet, shortness of breath, weight gain, and heavy menstrual bleeding. Event date shown as 6/15/79.